Manufacturer narrative:
Date sent: 10/28/2005. H4: info anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumonectomy procedure, when attempted to fire, the device closed the closing trigger and fired, but no staples were deployed and it continued to bleed. There was no consequence to the patient.